Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Additionally, a transmitter failure was observed in the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.